Event description:
A customer reported receiving an error 6 message on her precision xtra meter for "a few weeks" prior to the medical event on (B)(6) 2011. The customer could not recall the date when she first received the error 6 message. On (B)(6) 2011 the customer was at work when she experienced symptoms of "lightheadedness, nausea, vomiting, headache, clammy, disoriented, slurred speech, shaking/trembling, and a bad headache". The customer reported self-treatment with food and candy in an attempt to counteract the event. Paramedics were called and the customer was transported to a hospital. She was diagnosed with hypoglycemia and treated with oral glucose, zofran for nausea, and given orange juice to drink on an hourly basis. The customer was hospitalized from (B)(6) 2011 to (B)(6) 2011. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that the customer possessed two strip lots at the time of the medical event. Lot # 43871 expired aug/2010.

Manufacturer narrative:
Upon investigation, it was found that the meter's date and time were set as received. The meter's data log was uploaded and review concluded that the date change was due to electrostatic discharge. Further review revealed the user attempted to use an expired test strip, to which the meter responded as designed, by displaying an error message. The user manual provides recommended instructions for the user to trouble shoot instances in which the meter displays such error messages. In addition, the manual states to contact customer service should additional assistance be needed.